Event description:
A malfunction was reported, identified by code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support provided information to reset the pump and assisted the caller in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue arose again.